Manufacturer narrative:
Device evaluation confirmed that pump shutdown occurred due to the battery not being charged by the user. The t:slim g4 user guide states: tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges.

Event description:
It was reported that a malfunction alarm occurred followed by pump shutdown a few hours later due to battery depletion. Customer charged the pump and the malfunction alarm did not recur. Customer's blood glucose value was 117 mg/dl. It could not be determined if the battery depletion/shutdown was due to the malfunction alarm or normal battery usage. Customer reverted to manual injections for insulin therapy.